Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a diabetic seizure. The customer believed it was her fault because she double dosed. She was in the store, when she felt her blood glucose level drop and passed out. When she woke up, the paramedics were standing over her. The customer was admitted to the hospital on (B)(6), due to a low blood glucose level of 70 mg/dl. The paramedics treated her with a glucagon shot and IV. The product was not returned. Nothing further to report.